Manufacturer narrative:
At this time no conclusions can be made to the extent of which the bard/davol flat mesh (device # 1) may have caused or contributed to the reported event. The cause of the patient's postoperative complications cannot be determined. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol flat mesh (device # 1). An additional emdr was submitted to represent the bard/davol flat mesh (device # 2). Not returned.

Event description:
It is alleged by the patient's attorney that the patient underwent surgery for implant of unspecified bard/davol flat mesh on (B)(6) 2016 (device #1) and (B)(6) 2017 (device #2). As reported, the patient is making a claim for an adverse patient outcome against the two (2) flat mesh (device #1, device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient".